Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during air preparation of the 5x80 mm armada 35 balloon percutaneous transluminal angioplasty (pta) catheter, per information for use, when pulling negative, air was noted in the inflation device, suggesting a hole in the balloon. There was no patient involvement and no clinically significant delay reported in the procedure. A new, same size armada 35 was used to complete the procedure. No additional information was provided.